Event description:
Boston scientific received information that shortly after implant, this right atrial lead was dislodged. A revision procedure was performed and the lead was repositioned successfully, however shortly after the revision procedure a dislodgment occurred again. A second procedure was performed and the lead was explanted and replaced. No adverse patient effects other than the additional procedures were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.